Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a decanav electrophysiology catheter and the sterilization packaging was broken. It was reported that before the operation, the sterilization package was broken with a hole after the carton was opened. A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in patient.

Manufacturer narrative:
On 16-may-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that before the operation, the sterilization package was broken with a hole after the carton was opened. A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in patient. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. The customer packaging related complaint cannot be evaluated because the original packaging was not returned for analysis. The customer sent a video showing the damage in the pouch of the device, due to this condition a manufacturing investigation was performed, and it was concluded that the reported event is not related to the manufacturing process, since in accordance with the procedure, all steps and key points were successfully executed in the packaging area and inspected. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The potential cause of the issue could be related to the handling of the device; however, this cannot be established. The instruction for use contain the following statements: the sterile packaging and catheter should be inspected prior to use. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).